Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20 was being used on an unknown date and the ¿coag switch is stuck in the closed position therefore when the pen was/is plugged into the cautery, it is already to energize for coag. Very dangerous. It starts without switching on. The customer stated that this happened with two seperate plumepens on (B)(6) 2023 during surgery. However it has been going on with other plumepens for several weeks¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty (B)(4) was being used on an unknown date and the ¿coag switch is stuck in the closed position therefore when the pen was/is plugged into the cautery, it is already to energize for coag. Very dangerous. It starts without switching on. The customer stated that this happened with two seperate plumepens on (B)(6) 2023 during surgery. However it has been going on with other plumepens for several weeks.¿. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding 57 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.